Manufacturer narrative:
The customer did not return any product and no lot number was provided. The complaint could not be confirmed. Since no lot number was provided, the manufacturing location of the product could not be determined; hence laboratory testing or the results were available for review. S&n has manufactured this product at 3 different manufacturers in the last 3 years. The control samples for all 20 lots of IV prep wipes manufactured by triad were tested and it met all product specifications with no evidence of microbial contamination found. Batch records for the all the 20 lots indicate all specifications were met at the time of release and no inconsistencies were noted. We were unable to determine a specific root cause for this issue. Since contamination was not present throughout the entire lot of product, this appears to have been an isolated incident. The customer did not provide adequate information and so thorough independent medical review of the incident could not be performed. However, independent medical review of similar complaints with this product concluded there was no correlation between the reported symptoms and the use of IV prep wipes.

Manufacturer narrative:
Based on current available information which was provided by the distributor; it is not suspected that IV-prep wipes either caused or contributed to this event. Active investigation in progress; results of investigation to be provided in a supplement report. (B)(4)

Event description:
This IV prep complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-030211-001r). Mr. (B)(6) wife, (B)(6) had died and he believes the cause of her death is the wipes she was using. He would not give lot numbers or specifics on which products she was using. Initial reporter (distributor) has indicated that there are other potential reasons which resulted in the death.